Event description:
A pt reported they were unable to obtain a blood glucose result due to their one touch ultra meter allegedly having no power. The result on the friend's meter (unknown) was "153 mg/dl". No comparison was made betweeen the one touch ultra and the friend's meter. Pt reported symptoms of "both low and high". Pt did not report any treatment. No further info has been reported.